Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During a gfe attempt the patient did not want to provide any information and said that this may be a spam call and the patient then hung up the phone. There is no other form of communication on file for the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.